Event description:
Omnipod 5 did not disperse insulin for the entire day, even though I manually punched in what I needed. Sugar levels went so high I was admitted to the ICU and sugar was over 850 and had dka. Doctor said the pump was not giving out any insulin. I noticed a recall and potential lawsuit regarding this same issue was potentially in effect. This has happened twice now.